Event description:
It was reported that the stem was loosening.

Manufacturer narrative:
(B) (4). Conclusion: the investigation shows that there is no sign of a material or production failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.